Event description:
Information received a smiths medical cadd-solis 2120 pump alarmed cassette not attached ,when attached. No adverse patient events reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing, the lens was damaged and there was contamination around the downstream occlusion sensor seal. Review of the event history log showed the pump displayed an occurrence of a "cassette not attached properly" alarm. Functional testing involved sensor testing and showed that the device duplicated the reported issue. The investigation determined that contamination of the downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.